Manufacturer narrative:
Additional information: an endurant bifurcate was originally implanted in the patient approximately two years previously and this is the device that contained the type ia endoleak. The endurant aortic cuff was implanted along with the endoanchors to successfully resolve the type ia endoleak. Per the physician the cause of the type ia endoleak was due to possible inadequate sealing due to non optimal placement of the main body or progressive neck dilatation. CT showing the endoleak prior to the intervention procedure also demonstrated the proximal aortic neck diameter as 25-23mm with a neck length of 7mm. Photo evaluation summary: two (2) photos were received from the account. The first photo captures the tip of the endoanchor protruding from the applier housing with the forward light green. The second photo shows the endoanchor further protruding from the applier housing with the forward light green. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii cuff was implanted in a patient on an unknown date for the endovascular treatment of a patient. It was reported that a type ia endoleak was noted on an unknown date. Heli-fx endoanchors were implanted as treatment. Per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.